Event description:
It was reported the patient is experiencing difficulty charging her scs ipg. A replacement charging system did not resolve the issue. It was also reported the patient has lost weight since the implant of her scs system. Subsequently, the patient's scs ipg is loose in the scs ipg pocket site which allows for the scs ipg to move within the pocket site. Using spacers did not resolve the issue. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.